Event description:
Adult male with history of non-healing wound, right foot. Procedure: right lower extremity angiogram. The tip of the flexor check-flo introducer was partially sealed, making the sheath unusable. Removed without known harm to patient, another device used without difficulty. Manufacturer response for introducer, catheter, flexor (per site reporter) will obtain.